Manufacturer narrative:
Investigation: investigation summary: lot analysis: device/batch history record review was required for this MDR investigation; review could not be conducted because a lot number was not provided. Observations and testing: received one q-syte unit without packaging. The q-syte unit was intact. Visual/microscopic examination: the septum was of a 32 cavity mold. Observed there was no visible damage to the top body and bottom body (polycarbonate) of the unit. Observed the slit was centered in its correct position on the septum top disk and there was a tear at one end of the slit. Water leak test (mm-110): attached the iso standard luer from the water leak test the end of the extension set and tested the q-syte unit in the un-actuated position. Leakage was observed from between the top and bottom body (weld joint). Septum column tear assessment: there was no damage observed to the column wall of the unit. Q-syte was observed to have a tear at one end of the slit at the septum top disk the top and bottom body were partially separated at the weld line and leakage occurred from this area when tested in the unactuated position. Comment: in-process inspections are conducted during the manufacturing process to identify process changes that could cause damage and/or adversely affect product performance. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly. Investigation conclusion: confirmation of the failure of leakage as stated in the product incident report was conclusive with the used unit. Confirmed there was an insufficient weld joint between the top and bottom body of the unit. Confirmed leakage occurred from the partial separation at the weld joint of the top and bottom body when tested in the unactuated position. Confirmed there was a small tear at one end of the slit at the septum top disk. Confirmation of leakage experienced by the customer was conclusive with the used unit received when leak tested in the unactuated position. Reproduction of leakage was achieved when the used unit was leak tested in unactuated position; leakage occurred from between the top and bottom body (weld joint separation). Root cause description: relationship of device to the reported incident: manufacturing. Potential contributing factor: top/bottom body alignment issues and/or equipment / process failure-hardware. A definite source that contributed to the tear at the end of the slit of the septum top disk could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force. Rationale: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd q-syte luer access split-septum stand-alone device leaked during flushing. No injury or medical intervention.